Event description:
According to the discharge summary, pt had a supracondylar fracture above a total knee. She had undergone reduction and cross pinning. One of the pins had worked loose and was irritating the surrounding tissue. This was removed and the pt was placed in a cylinder cast.